Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was unavailable for follow up when attempted by medical surveillance (ms). The patient reported that on (B)(6) 2015 she obtained a result of "250mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result of "110mg/dl" obtained on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with metformin pills and continued to take her usual dose of medication in response to the alleged issue. The patient claimed that "one minute" after the alleged issue occurred she developed symptoms of "blurry and dizziness" however denied receiving any treatment. The cca noted during troubleshooting that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to patient. There is no indication that the subject meter caused or contributed to a serious injury. Although the patient reported developing a symptom of "blurry", which could be associated with a serious hyperglycemic event, this correlates with the reported results on the subject meter. This complaint is being reported because the alleged issue was not resolved with troubleshooting.